Manufacturer narrative:
Patient information and event date were requested, but the customer could not provide information.

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported that the unit was in use on patient, but there was no patient harm reported. .